Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b&l and evaluated. The visual inspection revealed the haptic and optic were torn, and a portion of the haptic was stuck in the lens injector. The damage is consistent with lenses that are damaged during delivery using a lens injector system.

Event description:
The physician reports that the crystalens haptic tore during delivery, using the crystalsert lens injector. Intervention was performed in order to enlarge the incision and remove the damaged lens. A second crystalens was implanted successfully. Reference MDR# 2031924-2009-00213.